Event description:
Olympus was informed that during a transurethral resection of prostate (turp) procedure involving what was described as a large and vascularized gland with significant bleeding, the system failed to activate three times and then a "saline error" message appeared on display in the electrosurgical unit. The user attempted to reinstall the same loop electrode, but the error message reportedly persisted. A new loop and unidentified cable were said to have been used, and the error message reportedly cleared. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was received at olympus and forwarded to the original equipment manufacturer (OEM) for evaluation. The exact cause of the user's report cannot be determined at this time. If additional and significant information is received later, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.